Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittently the pump time/date were changing and pump basal setting had been erased. Customer reset basal setting. Pump data was reviewed by tandem technical support and the reported time/date changes were confirmed. Customer continued to use pump for insulin therapy. Blood glucose was 153 mg/dl.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged time issue was verified. The alleged missing data was not confirmed in the pump logs.